Manufacturer narrative:
The reported complaint was not confirmed. No product was returned to manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The fsr could not duplicate the reported issue. The fsr downloaded the data logs and sent to the manufacturer. The data logs were received by the manufacturer on 10-aug-2016 for further evaluation. Per data log review the arterial speed remains high until 12:18:46 when speed starts to be reduced. By 12:27:35 speed is down to 2700 rpm. There is no way to tell from the log what the actual flow was, but there is no indication of a problem with the pump. No underspeed, or any errors were reported by the pump. This indicates the pump was running the speeds set by the user. The fsr tested the centrifugal system and could not duplicate any issues with speed or flow. Manufacturer technical support (ts) reviewed the data logs and there were no issues with the centrifugal controller during the case. The centrifugal controller and motor operated to manufacturer specifications and was returned to clinical use. No part will be return to the manufacturer for evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, at the beginning of bypass, there was a period of low flow on the centrifugal control unit (ccu) which corrected itself within 15 minutes. This issue occurred around 11:42 am. The device was not changed out and there was never any further issue during the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2016: in a procedure on (B)(6) 2016 the perfusionist (ccp) was using a system-1 (aps1) with a sarns centrifugal pump head. A disposable cpb circuit was used and included an rx15rw oxygenator. No issues were observed during set-up and/or priming of the cpb circuit. The prime solution consisted of a balanced electrolyte base solution with the addition of albumin, heparin, mannitol, and sodium bicarbonate. The patient had been on heparin pre-op and the baseline activated clotting time (act) level on arrival to the operating room (o/r) was 157 seconds. After the initial dose of heparin (30,000), the act was prolonged to 425 seconds. Additional heparin (10,000 units) was given to the patient and the first act on cpb was 570 seconds. According to the ccp, there were no other known patient coagulation issues. On initiation of cpb, the calculated arterial flow rate (about four to five liters per minute [l/min]) was achieved at the usual range of pump (2000-2300 revolutions per minute [rpm]), but within the first minute of cpb the arterial flow rate dropped to about 1.5 - 2.0 l/min even though the pump rpm was increased to about 3000 rpm. The ccp stated she communicated the low blood flow issue with the cardiovascular (cv) surgeon, but the surgeon elected to proceed with active cooling (to 32 degrees celsius) and to cross-clamp the aorta and to induce cardioplegic arrest. According to the ccp, this flow rate represented a cardiac index of about 1.0 l/min/m2, but the venous oxygen saturation (svo2) never dropped below 70% and the cerebral saturations (rso2) remained near baseline levels. According to the ccp, the arterial line pressure which was measured post oxygenator, was lower than usually observed and the patient arterial blood pressure was also lower than desired (less than 40 mmhg). The ccp stated that vasopressor medication was administered in order to increase the patient arterial blood pressure. The cv surgeon checked the placement of the aortic cannula and no issues were found. According to the ccp, over time (about 10-15 minutes), the arterial flow rate did increase to usual and desired ranges. Even though the flow rate did return to desired levels, elevated pump speed (rpms of about 3000) were required over about the next 30-45 minutes. After about 45 minutes into cpb, the required rpms dropped to about 2200 rpm. No other issues were observed the remainder of the procedure. The field service representative (fsr) checked out the centrifugal system the following day ((B)(6) 2016) and no functional issues were found and no error codes or functional issues were seen in the data logs. A second complaint was created (for the rx15 oxygenator) as these events could indicate an organic obstruction in the oxygenator (will be processed by the manufacturer's other site) . The case was completed successfully, without delay and without associated blood loss. Nothing was changed out when these events were occuring and/or anytime during the procedure. There was no harm observed.